Event description:
The customer reported a ¿handle iron disc malfunction¿. Further information was provided that there was a ''pads/paddles current source error ECG test failure¿. There was no reported patient use / adverse event.